Event description:
A report was received that after the trial leads were explanted, the patient developed an epidural hematoma. The physician believed that the hematoma was due to the patient's comorbidities and not device related. The patient was taken to the ER and the area was cleaned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial/lot #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits the explanted devices were not returned to bsn as they were discarded by the medical facility.